Event description:
While placing arterial line in pt, luer adapter line would not screw onto the tubing that connects to line. Pt bled profusely while attempts were made to connect tubing, but suffered no other ill effects.